Manufacturer narrative:
Product analysis: the device returned. The product label was returned and lot number b492242 was identified on the label. The device was flushed and a 0.014¿ guidewire loaded successfully. The balloon could not be inflated, and a visual inspection found the balloon bond was stretched. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician used a rapidcross pta balloon to treat the tibial/popliteal artery and anterior tibial artery. Blood vessel diameter was 2mm. No anatomical abnormalities reported. No issues noted when removing the device from the hoop/tray. The device was prepped per the IFU. No abnormalities in relation to the vessel tortuosity. The device did not pass through a previously-deployed stent. No resistance during delivery. No excessive force used. No embolic protection used. The balloon was inflated using a syringe. Superficial femoral artery was punctured and 4 fr. Non-medtronic sheath was used. Angiography showed diffuse 75% stenosis through the sfa proximal-distal, the popliteal artery was ata and pta was occluded. The pa showed diffuse severe stenosis but blood flow to the peripheral was seen, the pta distal flow resumed through the penetrating branch and blood flow was observed to the medial plantar. It was replaced with a 5/6 fr non-medtronic sheath. A non-medtronic device was advanced to popa, sfa was extended with a non-medtronic balloon 5-150 mm. Parent was advanced to popa and ata was selected with non-medtornic guidewire and catheter but the occlusion was not able to be passed anterogradely due to high calcification. Balloon assist knuckle with non-medtronic balloon was also not possible to pass due to high calcification. The dp branch was punctured with a 22g needle, the guidewire was advanced from retrograde, the anterograde gw could rendezvous in the retrograde and the ata of the anterograde catheter was extended below the ankle joint with rapid cross 2.0-2.5×210 mm. The pa was subsequently extended with the same product. It is reported that balloon deflation was not possible at the lesion site. Negative pressure was applied for a while. After a while, extraction was successfully completed at the point where it was slightly dented on the angiography. Angiography showed at pa that blood flows to the peripheral, but ata-dp showed no flow below the ankle. Gladius was again passed through the dp and an attempt was made to pass to the peripheral, but it was abandoned. Angiography showed a side branch from the dp, so the procedure was ended today. No symptoms, complications or health damage to the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.